Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I tsh result reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I tsh result reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded complaint lot is performing as expected. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I tsh result reagent lot: 68304ud00.

Event description:
The customer reported falsely elevated alinity I tsh and provided the following data: the patient has had elevated tsh results. On (B)(6), the patient was tested for tsh while in (B)(6) and generated a result of 1.714 miu/l (platform unknown). On (B)(6) 2025, the facility that the patient is normally tested at generated a result of 5.85 miu/l. On (B)(6) 2025, the patient went to another facility and the tsh result on the centaur platform was 2.54 miu/l on (B)(6) 2025, a new sample was tested on alinity platform, which generated a result of 4.61 miu/l and architect platform generated a result of 4.7 miu/l. Package insert normal range is 0.35 iu/ml to 4.94 miu/l. Historical tsh results: on (B)(6) 2025 with analyzer (B)(6) the result was 5.85, on (B)(6) 2025 with analyzer (B)(6) the result was 7.37, on (B)(6) 2025 with analyzer (B)(6) the result was 5.64, on (B)(6) 2025 with analyzer (B)(6) the result was 4.8, on (B)(6) 2025 with analyzer (B)(6) the result was 5.12, on (B)(6) 2025 with analyzer (B)(6) the result was 5.74, on (B)(6) 2024 with analyzer (B)(6) the result was 4.17. Patient information: female patient waiting to start ivf. Her physician has not started due to elevated tsh results. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I tsh and provided the following data: the patient has had elevated tsh results. On (B)(6), the patient was tested for tsh while in (B)(6) and generated a result of 1.714 miu/l (platform unknown). On (B)(6) 2025, the facility that the patient is normally tested at generated a result of 5.85 miu/l. On (B)(6) 2025, the patient went to another facility and the tsh result on the centaur platform was 2.54 miu/l on (B)(6) 2025, a new sample was tested on alinity platform, which generated a result of 4.61 miu/l and architect platform generated a result of 4.7 miu/l. Package insert normal range is 0.35 iu/ml to 4.94 miu/l. Historical tsh results: on (B)(6) 2025 with analyzer (B)(6) the result was 5.85. On (B)(6) 2025 with analyzer (B)(6) the result was 7.37. On (B)(6) 2025 with analyzer (B)(6) the result was 5.64. On (B)(6) 2025 with analyzer (B)(6) the result was 4.8. On (B)(6) 2025 with analyzer (B)(6) the result was 5.12. On (B)(6) 2025 with analyzer (B)(6) the result was 5.74. On (B)(6) 2024 with analyzer (B)(6) the result was 4.17. Patient information: female patient waiting to start ivf. Her physician has not started due to elevated tsh results. There was no reported impact to patient management.